Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient¿s body was rejecting the device. The device was removed and there have been no reports of further complications regarding this event. It was noted that the patient was receiving effective pain relief prior to the device removal.